Manufacturer narrative:
Another country field service contractor will evaluate pump. Follow-up report will be filed when evaluation is completed.

Event description:
It was reported that iab was placed w/o a problem. After pumping for an unspecified amount of time, pump stopped showing numbers. Pump displayed colored boxes. Pump was exchanged. There were no reported pt complications.